Event description:
It was reported that the user accidentally immersed the ilet in water and subsequently experienced alert 60 errors consistent with a bluetooth communications issue, indicative of a failure to read input signals and involving the circuit board component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information the user provided. Investigation of this case revealed signal loss consistent with a bluetooth communications error, aligning with a failure to read input signals and implicating the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.